Event description:
It was reported that during an implant procedure, the stylet became stuck in the right atrial lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was obstructed. Visual analysis noted the lead was damaged at implant and it appeared that the lead was flushed at implant. When the stylet was removed, a dried solution was seen in the distal conductor and on the stylet itself.